Manufacturer narrative:
The reported events were lead dislodgement, oversensing and unacceptable capture threshold. As received, a complete lead was returned in one piece. The reported events of oversensing and unacceptable capture threshold were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. The measured full helix extension length was within specification as received. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed that the atrial lead was pacing and sensing the ventricle due to dislodgement. The physician elected to explant and replace the atrial lead. The patient condition was stable.